Event description:
It was reported that an alert the device was in back up vvi was received. The patient performed a manual transmission and the device transmission was normal and had normal function. The patient was not in bvvi mode and reported an electrical power outage at their home prior to the first transmission showing bvvi status. Reinterrogation was able to resolve the issue.